Event description:
Info received indicates the brake/steer caster will not unlock from the brake position which is making the bed difficult to move.

Manufacturer narrative:
The technician replaced the brake/steer caster to repair the bed.